Event description:
The customer reported that the screen was blank when the device was turned on and reported a constant repeating alarm. No adverse reactions were reported during the use of the device. The device was received. The evaluation confirmed the reported issue of a blank screen during power up and found a technical error 43 in event log. Technical error 43 (lcd failure communication) triggers an alarm and stops the pump. The display board was replaced resolving the issue. After repair, the device was found to meet specification.